Event description:
Customer reported that he was assisted by paramedics. Customer stated that his mother felt he had low blood glucose and that he seemed confused. Paramedic stated that the customer was not experiencing any symptoms and was treated with oral intake. Customer complained about being unable to fill cannula during prime. During troubleshoot; it was noted that the customer is using a replacement insulin pump and the customer had not programmed the personal settings yet. Customer was instructed to enter his settings on the insulin pump before using it. Blood glucose level 524 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.